Manufacturer narrative:
The insulin pump was received and no button error during testing. Corroded keypad traces were found during testing. The following cosmetic damage was noted as well: cracked case near display window corners, cracked display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error however, she was wearing it in her bra. Customer's blood glucose was 242 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.